Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer reported had experienced high blood glucose level. The customer¿s blood glucose level was 445 mg/dl at the time of the incident. Customer was treated with syringe. High pressure test was failed and displacement test had passed. Customer was not using auto mode feature. The device will be returned for analysis.